Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The blood glucose level at the time of event was 530 mg/dl and patient treated it with insulin pump. No further information available.